Event description:
Customer reported, "14a patient receiving continuous ara-c chemotherapy infusion reported to rn that he noticed fluid leaked from the connection between the clear positive pressure cap and male end of the IV tubing. The rn confirmed the IV was connected properly." No harm to patient or clinician reported. Medical intervention was not required. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.